Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that according to the customer's parent, the insulin pump received a pump error indicating that an unexpected movement was detected in the hall sensor. The customer's blood glucose was unknown at the time of the incident. It was indicated that the customer was at school at the time of the call . There was no indication of the issue being resolved during the call. It was reported that the customer's parent was advised to perform a displacement verification and to call back. No product return was indicated.

Manufacturer narrative:
The device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 130 alarm noted during testing. The motor was tested outside of the device and passed.